Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Frame/structure, frame/weld broken. Weld broke on right hand side on center latch. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The 5000ivc invacare headspring that was returned exhibited a break at the weld between the center mounting latch and the right side rail portion of the frame. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states that the head spring weld has broken. When the service person arrived to the users house the bed was being support by bricks.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the head spring weld has broken. When the service person arrived to the users house the bed was being support by bricks.